Manufacturer narrative:
Method: the device is not available at this time for analysis. The pump model and lot number are also not known, therefore a review of the device history record could not be conducted. Without the lot number a sterilization certificate could not be pulled. Results: as a device was not available for an evaluation no methods were performed, therefore results cannot be obtained. Conclusions: the device was not returned to I-flow for evaluation, therefore we are unable to determine a cause for the reported event. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: unk. Flow rate: unk. Procedure: exploratory laparotomy, bilateral salpingo oophorectomy and lysis of adhesion. Cathplace: abdomen, pfannenstiel incision, with sub-fascial placement. {please reference 2026095-2014-00112/14-00485(a), and 2026095-02014-00113/14-00518} (pump #1). A nurse reported to an I-flow clinical specialist that a female pt had an infection post op on (B)(6) 2014. She underwent the above listed surgeries on (B)(6) 2014, wednesday. An on-q silversoaker was placed in her abdomen and connected to an on-q pump infusing bupivacaine to the surgery site. Dermabond was used at the catheter site and the catheter was secured on the skin with tegaderm dressing. As she is a larger pt, part of the catheter was in between her skin folders. On friday, (B)(6) 2014, this pump ran out, so a second pump with model number p400x5 was connected to this catheter in the pt's hospital room. On the morning of 06/10/2014, when the second pump and the catheter were removed, the pt exhibited signs and symptom of infection at the catheter site - the site was red and warm to touch with small amount of drainage oozing out. The pt had been under antibiotics treatment with clindamycin, vancomycin, and gentamycin started on (B)(6) 2014. On (B)(6) 2014. The antibiotics regimen was changed to vancomycin and zosyn. The pt was reported as recovering at the time of this report. The 1st pump was filled on (B)(6) 2014 in the am. The 2nd pump was filled on (B)(6) 2014 @ 15:47, infusion ended approximately on (B)(6) 2014 and both the catheter and pump were removed that morning. The pump was empty at the time of disconnect.